Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including using different charging cables and wall adapters. The issue was resolved by using a non-tandem charging cable and wall adapter. Technical support informed the customer that tandem does not recommend using third-party charging supplies unless for troubleshooting purposes and arranged for a replacement of the tandem wall adapter and charging cable to be sent via two-day shipping. They also advised the customer to monitor the situation and call back if the issue persisted.